Event description:
The facility reported a fail code 570. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there have been no reports of any patient incident involving this pump since thed last baxter service event.